Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer stated that the pump shut off. The customer stated that the status display went blank and no buttons will work. The customer stated that the pump was not exposed to moisture. The customer stated that the battery cap is not missing or damaged. The customer stated that the battery compartment is neither damaged nor corroded. The customer was advised to insert new aaa alkaline battery. The customer stated that the display returned. The customer was advised to monitor the pump.